Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI: (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for pri mary osteoporosis. It was reported that after mixing with a mixer, the cement became solid much earlier than usual and could not be used. One box each of cement and mixer was opened and the operation was completed without problems. There was delay in the procedure. There was patient involved in the event and no symptoms were reported. 2021-apr-06_e1 (rep): additional information was received via manufacturer representative that there was no malfunction associated w ith the reported mixer. The reported products did not came in contact with the patient and were discarded. There was delay in procedure which is less than 60 minutes.